Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. They also reported experiencing pain, tenderness, and brusing at the insertion site and that he was able to see the sensor on his skin after he stopped wearing his transmitter. User was requested to perform a diagnostic upload and the case was escalated to the next level of support. Multiple attempts were made to contact the user to gather more information, but no response was received. As a result, no further information is available for this incident.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy and pain, tenderness, and bruising at the insertion site.